Event description:
While a percutaneous nephrolithotripsy was in progress, the metal ultrasound probe tip broke in the kidney and came off in the kidney. The broken tip was retrieved without difficulty. No pt problems were reported.